Event description:
Regular set-up for phaco-cataract procedure. Surgeon started to phaco and he stopped immediately. He said out of the side port of the phaco tip came a curly q shaped "piece of silicone." He proceeded to remove it from the eye, with no difficulty and proceeded with the case. Surgeon saw the pt post-op next day and there was no problem. Reported to alcon product safety team.